Event description:
Patient revised due to poly wear of competitor cup. Head swapped from depuy stem. Stem retained. Original implant date unknown (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).